Event description:
It was reported that the right atrial lead exhibited high capture thresholds. Upon review, it was discovered that the lead dislodged. The lead was explanted and replaced. There were no patient consequences.